Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced due to microdislodgement with loss of capture. The loss of capture was detected at a previous follow-up. Reprogramming configuration was unsuccessful at 7.5v in any configuration. The patient has a requirement for bi-ventricular pacing therapy; however did not have any adverse effects as a result of the loss of capture. The explanted lead was replaced with a non-boston scientific lead, and the explanted lead was discarded at the facility. No adverse patient effects were reported.